Event description:
Complaint received via mail form the doctor's office. Per reports: implant at tooth site # 14 lost integration and was replaced. Radiographs are available at dr.'s office if needed. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported. Loss of integration.